Event description:
Reporter noted pc tear occurred when grooving. Anterior vitrectomy performed. Pt is 20/30 but will require a trans pars plana vitrectomy (tppv) to retrieve cortical material from the posterior chamber.